Event description:
It was reported, the epg (external pulse generator) looks to have been dropped. Epg has a damaged case and missing knob. The epg was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Encoder flex is out of specification (flexes were misaligned); pins from the flex connector were barely making contact. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. Battery release and heart block are contaminated. Battery contacts are compressed. Battery drawer o-ring is missing. One knob is missing.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Encoder flex is out of specification (flexes were misaligned); pins from the flex connector were barely making contact. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. Battery release and heart block are contaminated. Battery contacts are compressed. Battery drawer o-ring is missing. One knob is missing.